Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module will have multiple air in line alarms with medications that "don't normally get bubbles". Clinician will rid the line of bubbles and the pump will still alarm for air-in-line when no air is visibly present. Clinician will have to spend upwards of twenty (20) minutes of the infusion time attempting to troubleshoot this issue. There was patient involvement but no harm.